Event description:
It was reported that the patient experienced significant pocket discomfort from the device, especially along the anterior auxiliary line on the right side. The device was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced significant pocket discomfort from the device, especially along the anterior auxiliary line on the right side. The device was repositioned and remains in use. It was further reported that there was infection, skin breakdown and drainage in the right axilla close to the device pocket. The device and leads were explanted and a new device and leads were implanted on the left side. The patient was enrolled in the system longevity study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.